Manufacturer narrative:
Block h6: patient code e2008 captures the reportable event of unretrieved device fragment. Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f1001 captures the reportable event of absence of treatment.

Event description:
It was reported that a zero tip basket was used during a ureteroscopy procedure. During the procedure, the basket failed to close and could not be pulled out from the patient. The physician used a laser to sever part of the basket, leaving a piece of the lasered wire in the kidney. The initial procedure was completed; however, a subsequent surgery is required to retrieve the retained fragment. There were no other patient complications reported. This event is also being reported for aborted/cancelled procedure due to a reschedule of procedure to retrieve a fragment of the device.

Manufacturer narrative:
Block h6: patient code e2008 captures the reportable event of unretrieved device fragment. Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f1001 captures the reportable event of absence of treatment. Correction to block h6: impact codes. The device has not been returned. However, there was a picture attached in the complaint record. The picture showed one zero tip device with the basket detached. The three basket wires were broken, one not fully detached and two were fully detached.

Event description:
It was reported that a zero tip basket was used during a ureteroscopy procedure. During the procedure, the basket failed to close and could not be pulled out from the patient. The physician used a laser to sever part of the basket, leaving a piece of the lasered wire in the kidney. The initial procedure was completed; however, a subsequent surgery is required to retrieve the retained fragment. There were no other patient complications reported. This event is also being reported for aborted/cancelled procedure due to a reschedule of procedure to retrieve a fragment of the device.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detached. Device code a0401 captures the reportable event of basket wire break inside the patient. Patient code e2008 captures the reportable event of unretrieved device fragment. Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f1001 captures the reportable event of absence of treatment. Impact code f1901 captures the reportable event of additional surgery. The device has not been returned. However, there was a picture attached in the complaint record. The picture showed one zero tip device with the basket detached. The three basket wires were broken, one not fully detached and two were fully detached. Correction to block h6: device code and impact code. Block a2: age at time of event; unit of measure - age; block a3: gender; block e4: init rptr also sent rep to FDA; block g2: report source; and, block h10: related report number, were updated based on the additional information received on july 10, 2025.

Event description:
It was reported that a zero tip basket was used during a ureteroscopy procedure. During the procedure, the basket failed to close and could not be pulled out from the patient. The physician used a laser to sever part of the basket, leaving a piece of the lasered wire in the kidney. The initial procedure was completed; however, a subsequent surgery is required to retrieve the retained fragment. There were no other patient complications reported. This event is also being reported for aborted/cancelled procedure due to a reschedule of procedure to retrieve a fragment of the device.